Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be excluded. An image of the patient sample was provided and it showed severe lipemia in the sample. The investigation determined the issue is consistent with a lipemic sample.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). It was noted that the sample was lipemic in appearance. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the triglycerides assay on a cobas c 503 analytical unit. The sample initially resulted in a triglycerides value of 682 mg/dl. The sample was diluted 1:5 with nacl and repeated, resulting in a triglycerides value of > 5375 mg/dl with a data flag. The sample was diluted 1:10 with nacl and repeated, resulting in a triglycerides value of 5638 mg/dl. The sample was repeated, resulting in a triglycerides value of > 950 mg/dl with a data flag. The sample was diluted 1:10 and repeated, resulting in a triglycerides value of 5682 mg/dl.